Manufacturer narrative:
Customer's meter (B) (4) was retuned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter's memory.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006 letter.

Event description:
A customer reported incorrect time/date on the display of their freestyle lite blood glucose meter.the customer additionally reported being a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The bausch & lomb lens injector was not functioning properly. It bent the haptics on the lenses. Physician tried two different lenses and two different injectors. Physician feels it may have been a bad lot.problem identified prior to any patient contact. Manufacturer response (as per reporter) for advanced optics aspheric lens, sofport ao with violet shield;manufacturer provided rga# for product return evaluation.manufacturer response (as per reporter) for lens injector, (brand not provided;manufacturer provided rga# for product return evaluation.